Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: predictive factors for postoperative constipation and continence after stapled transanal rectal resection author : l. Boenicke1,3, j. Reibetanz1, m. Kim1, n. Schlegel1, c.-t. Germer1,2 and c. Isbert1, citation: british journal of surgery. 2012; 99: 416¿422. Doi: 10.1002/bjs.7837. To find an improved therapy algorithm with respect to postoperative incontinence, the aim of this study was to identify preoperative factors that predict constipation and continence after the stapled transanal rectal resection (starr) procedure. A total of 181 patients (all female patients; age range: 27 to 85 years old) underwent the starr procedure using either the pph-01 stapler (ethicon) or the contour 30 transtar device (ethicon) and were included in the study. The starr procedure was performed using either the pph-01 stapler (ethicon) or the contour30 transtar device (ethicon). The contour30 transtar device was introduced and fired to produce a radial cut into the prolapse at the 3 o¿clock position. Circumferential resection of the internal prolapse was completed by performing 4 to 5 separate stapler firings. Reported complications included post-operative bleeding (n-6) which required operative intervention (n-2), staple line dehiscence which was noted 4 weeks after the surgery (n-1) which was treated with rectal lavage and antibiotics, recurrent obstructed defecation (n-2), and incontinence was aggravated (n-17). It was reported that starr has become an important surgical option in the treatment of ods, but the selection of suitable patients remains a challenge. Patients with a combination of large rectocele and intussusception had an especially favorable outcome as shown by low post-operative constipation scores. These findings confirmed that the starr procedure improves constipation by reduction of both of these features.